Event description:
It was reported that during a rotator cuff repair procedure using an ambient super turbovac 90 ifs wand with the quantum 2 system, upon plug in, the wand would not activate and displayed an error code. Two additional wands were tried, both with the same result. The procedure was ultimately completed using a competitor's device. There were no significant delays or patient complications reported as a result of this event.